Event description:
It was reported that the preloaded intraocular lens (iol) was fully inserted into the patient's left eye, however, it was removed during the same procedure as the iol was not sitting in the eye as it was supposed to. Vitrectomy was performed and a competitor anterior chamber lens was used as the replacement iol. The patient was doing okay post operation. Account indicated that the original lens was discarded. No further information was provided.

Manufacturer narrative:
Date implanted: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Date explanted: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Correction: this report is being submitted to notify that the section b1: product problem (e.g., defects/malfunctions) was inadvertently selected while the filing was submitted initially and this error is hereby corrected. Section b1: should have just indicated "adverse event" in the initial report submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.